Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to cracked zebra connector on lcd. Unable to confirm motor error alarms due to the missing segments. The motor passed the motor test. The unit had a protruded/loose drive support disk, scratched lcd window, cracked battery tube/threads, and cracked reservoir tube lip.